Manufacturer narrative:
(B)(4). Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: (1) retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, (2) forceful retraction and inadvertent incision of the annulus, (3) insertion of an oversized prosthesis, and (4) deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. In this case, the surgeon determined that a cause of the bleeding was an interference of a stent post due to patient¿s small left ventricle. It is likely that patient and procedural factors contributed to this event. The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that this 23mm mitral pericardial valve was explanted at implant due to left ventricle rupture. This device was originally implanted for mitral valve replacement to correct mitral regurgitation. After implant, patient¿s left ventricular posterior wall had ruptured and a bleeding was detected before closing the chest. The surgeon determined that a cause of the bleeding was an interference of a stent post due to patient¿s small left ventricle. The device was explanted and replaced with a non-edwards valve while the patient was on bypass with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at ICU. The device was not returned for evaluation as it was discarded at the hospital.